Manufacturer narrative:
Continuation of d10:  product ID: evproplus-34us (serial#: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. H2 h3 h6 additional codes image review: media files and a static image were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The files provided reveal that the first evolut was implanted deep and significant paravalvular leak is noted on angiogram. It is not known if the valve was intentionally implanted deep or if the valve dislodged ventricular during deployment. Subsequently, a second valve was implanted which appeared to have improved the paravalvular leak. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the first valve failed to anchor in the annulus and dislodged into the left ventricular outflow tract (lvot) with paravalvular leak (pvl). Subsequently a second valve was implanted valve-in-valve resolving the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the paravalvular leak (pvl) was severe after the valve dislodged.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, two valves were implanted on the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evprop34us (lot: 0012248107); product type: 0195-heart valves product ID d-evprop34us (lot: 0012248104); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.